Event description:
It was reported, that the patient underwent an ablation procedure, due to atrial fibrillation on (B)(6) 2024. It was reported, that the physician was not using fluoroscopy, during the ablation and noted, there was no more pacing in the atrium on electrocardiogram. Fluoroscopy was then used. And it was observed, the ablation catheter had hooked around the right atrial (ra) lead, causing it to dislodge. The ra lead was found to be sensing and capturing the right ventricle. Programming changes were made. And the ra lead was scheduled for a procedure on (B)(6) 2024. The ra lead was explanted and replaced without complication. The patient was asymptomatic and was stable following the procedure.